Event description:
Further follow-up reveaqled that the patient's device was again programmed to off. It was reported that the patient has been referred for x-rays. Neurosurgeon believes that the patient's problems are likely caused by disease progression.

Event description:
Further follow-up revealed that the pt is experiencing a shocking sensation with device stimulation. The pt's family member indicated that the pt has been experiencing drop attacks and that there has been some improvement in the pt's seizure control. The pt's family member also reported that the pt use to be verbal prior to vns therapy and that now they are non-verbal and only speak when the device is "shocking" them.

Event description:
Reporter indicated that vns pt was experiencing episodes of sudden falls with device stimulation, during which pt extends their upper extremities and bends forward before falling backward. There is no loss of consciousness during these episodes. The pt's family member had previously reported that the vns therapy was helping with the pt's seizure control, but that approximately 32 months post-implant, the pt began experiencing episodes where pt threw their arms in front and was short of breath approximately once per day. There had been no changes in programmed parameters for approximately six months prior to the onset of these episodes. After approximately six months, the episodes reportedly became more frequent. The pt's family member did not think that these episodes were seizures, but reported that treating neurologist did believe that they were seizures. Further follow-up with treating neurologist indicated that it was unknown whether the events were related to the vns therapy, but that no intervention was planned at that time. No serious injury was reported at that time. Three months later, treating neurologist contacted device manufacturer, indicating that the pt's family member reported that several times per day, the pt "puts their arms out and falls back" during device stimulation. Neurologist indicated that he did not believe that the events were seizures. Both normal mode and magnet mode output currents were decreased. Further follow-up revealed that the pt's device had been programmed to off per their family member's request. It was initially reported that the pt did not experience any more of the reported episodes after the device was programmed to off and that the pt's family member planned to pursue explant of the ncp system. Approximatley one week later it was reported that the pt had been experiencing drop attacks, during which pt fell forward or backward occasionally. Neurologist ordered an eeg and prescribed a small dose of klonopin. Neurologist indicated that if the pt continued to have these seizures, he would probably program the pt's device back to on. Neurologist indicated that he believed that the symptoms that the pt had been experiencing were not related to the vns stimulation.